Manufacturer narrative:
The reported field event of premature mature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. Patient was in stable condition.

Event description:
New information received on 10/30/2017 states the device received the battery performance alert.